Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verio iq meter was reading control solution inaccurately low. The patient alleged obtaining a reading of "55mg/dl" on the control solution test. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: the test strips passed all testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca.

Manufacturer narrative:
Follow-up # 1: ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter passed testing and met specification. Pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: the test strips passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.